Event description:
A malfunction occurred with the customer's pump, and while no pre-malfunction events were reported, the specific cause was identified as malfunction code 16. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.